Event description:
It was reported that during a therapeutic esophageal tumor resection the single use electrosurgical knife broke off in the patient¿s digestive track. The procedure was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was not returned to olympus for evaluation and therefore the customer's allegation could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Update to d4. This supplemental report is being submitted to provide the corrected lot number information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.